Manufacturer narrative:
A system log review was not performed because the specific event date was not available. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient of unknown age underwent an ion endoluminal biopsy without issue. The patient was noted to have an altered sensorium in recovery. Work up confirmed bilateral frontal strokes. The patient was made dnr prior to the procedure per their request. The patient was transitioned to comfort measures post procedure then died 2 days post procedure. There was no malfunction of the ion system, instruments or accessories. The available data suggests that the ion system did not contribute to the adverse event and that the ae was procedure related. It is unclear what medical co-morbidities existed to warrant the patient be made dnr prior to the procedure. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. --bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. --selim m. Perioperative stroke. New england journal of medicine. 2007. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Section b3: the specific event date was not available. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient never regained consciousness and experienced bilateral frontal lobe strokes. The physician reported that prior to the procedure, the patient requested to be do not resuscitate (dnr) status due to an unspecified medical history. The patient was provided comfort care in the ICU and expired 2 days post-procedure. The physician opinion was that the stroke was not caused by the ion system, but related to the procedure. There was no report of any issues during the procedure and no malfunction of an ion system, instrument, or accessory occurred.